Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device jaws would no longer open. The device was cut free and removed from patient. Another device used to complete the procedure without incident. There was no patient injury.